Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, it was found that the blade blunt. The surgery was completed by using another knife and there was no patient harm. Procedure details was not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Six opened knives, with blades in sheathing in cardboard tray, in a bag were received for the report of blunt blades. Samples were visually inspected and sample 1, 3, 4 found to be nonconforming, bent tip and damaged cutting edge observed on sample 1 and bent tips were observed on sample 3 and 4. Functional penetration testing was not performed due to damage of returned samples. Sample 2, 5, 6 were found to be visually conforming. Functional penetration testing was performed and sample 2 and 5 were conforming and sample 6 was nonconforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample 6 was found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned sample 2 and 5 were found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause could not be determined from the investigation performed. The damage to the returned samples 1, 3 and 4 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of blunt blades. A nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments and the root cause of the nonconforming penetration value of the cutting instrument for sample 6. Samples 2 and 5 met specification and the exact root cause for samples 1, 3, and 4 could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.